Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nissen fundoplication procedure, while suturing, the device malfunctioned and dropped the needle on the cavity of the patient. The needle fell out of the jaws of the device. The needle was retrieved by the use of a grasper, and a new device was used with new needle to complete the case. There was no patient injury.